Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that patient was not getting the communicator to acknowledge the handset. Patient said both devices were charged and they were following the directions. Agent walked patient through connecting the handset and communicator. Patient kept getting communicator not found. Agent had patient switch communicator and confirm serial number. Patient repositioned communicator over the implant and got device not responding. Patient dismissed the message and was able to successfully connect to implant and activate MRI mode. The troubleshooting steps that were taken on the call resolved the issue. Patient reported their current implant is too deep. No symptoms were reported.